Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 500 mg/dl and 495 mg/dl. The customer's mother reported that the infusion kept falling off. The customer's mother stated that they treated the high blood glucose after changing the infusion set. The customer's blood glucose was 80 mg/dl at the time of call. The customer's mother also reported low blood glucose of 68 mg/dl and treated with food. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.